Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had loss of capture, r-wave amplitude variation, and was oversensing noise leading to inappropriate shock. The physician alleged that the rv lead was dislodged. A fluoroscopy was performed and the patient was found to have a cardiac perforation. During procedure to reposition lead, the rv lead helix failed to extend. The rv lead was explanted and replaced. The patient was stable throughout procedure.